Event description:
Complainant alleged that during functional testing, the device did not power on and displayed a red "x". Complaint indicated that there was no patient involvement in the reported malfunction.